Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler did not fire, the green button couldn't be pressed, and the handle couldn't be squeezed during a laparoscopic gastric sleeve procedure. Another reload was used to complete the case. There was no patient injury.